Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer. Multiple contact attempts were made by Tandem Technical Support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown.